Event description:
It was reported that this right ventricular (rv) lead exhibited the noisy signals with no oversenslng. Additionally, the same noise was also found in the left ventricular (lv) lead. Technical services (ts) discussed adjusting rv sensitivity, and increased home monitoring. Further on, it was noted the noise was present since upgrade four years ago. The patient was presented on the clinic and the noise was reproduceable with isometrics and pocket manipulation with no oversenslng. During the follow up, it was found that the noise was myopotentlal off the diaphragm and was only on the rv channel with deep breathing and valsalva maneuver. The rv lead was reprogrammed. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)